Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained from the audit logs that treatment delivery ended when a "beam mu ch2' error occurred on the machine. The system inhibited safety with 4 mus of the prescribed dose not being delivered. When the system inhibited the gantry angle was +179.6 degrees, however when the remaining mus were entered to be delivered the gantry angle rotated in the wrong direction (gantry angle read -180.9 degrees). If the beam were to continue as expected then the gantry angle read back should remain as +179.6 degrees. The user detected the wrong gantry angle and no further treatment was delivered, therefore resulting in no mistreatment. Mosaiq worked as designed and intended, however this is a known issue with the software for the linac (versa hd). A specific set of factors need to be in place for this hazard to occur. The factors are: 1. The beam must abnormally terminate when the gantry is within the overswing area 179o to 181o. 2. The software defect causing incorrect gantry direction must occur. A risk assessment was conducted for this hazard and concluded a severity of "major" and probably of "incredible" which is within the acceptable region. This level of risk was for patient injury due to the asu moving in an unwanted direction and potentially coming into contact with the patient. The use of asu is described in the clinical instructions for use manual which includes the following warnings in section 6.1.3 monitoring the patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a partial treatment - incorrect delivery of remaining field.